Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and reported experiencing dizziness and syncopal episode. The patient reported waking up to a pool of blood. The patient requested a patient initiated interrogation (pii) to determine device function. The device was interrogated, and ts referred the patient to device treating clinician for further review. No adverse patient effects were reported. This pacemaker remains in service.